Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The crt- d was explanted. Subsequently, the device was used as external temporary pacemaker. There were no additional adverse effects reported. The product was remains in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The crt- d was explanted and subsequently was used as external temporary device. There were no additional adverse patient effects reported. The crt- d remains in service.